Event description:
Poly loop did not deploying during a colonoscopy. The sheath caught between the two plastic stoppers that close the loop. The smaller stopper was pushed and closed the loop but the metal portion remained in the sheath. The loop would then not deploy and the tail section of the loop was also in the sheath. The loop cutter couldn't cut through the sheath. Surgeon endeavored to use the loop cutter but to no avail. Ended up using a snare to cut away the large polyp until the loop could be slipped away from the polyp.

Manufacturer narrative:
The exact cause of the polyloop failed to deploy could not be conclusively determined since the subject device was not returned to olympus med systems corp. (Omsc). This report will be supplemented if any important, additional info is obtained, or the subject device is returned and any significant eval result is obtained.